Event description:
It was reported there was an inability to aspirate cerebral spinal fluid. A contrast study was performed and there was no breach in the catheter or contrast confirmed. The anchor was removed and cerebral spinal fluid did flow. The physician concluded the anchor must have kinked preventing csf aspiration. The catheter was replaced entirely with positive csf aspiration confirming a positive system and implant. Diagnostic testing or troubleshooting included a dye study and x-rays. The product issue resolved and the issue was determined to be a kinked anchor and/or catheter. The kinked anchor and catheter were completely replaced the same day in the operating room (or). The patient never left the or without confirming a positive cerebral fluid aspiration. The patient¿s status at the time of report was alive ¿ no injury. The patient experienced no symptoms. The patient left the or with a functional catheter and pump. The patient was doing well. The pump was used to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).